Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient charged their device everyday and on (B)(6) 2017, when patient was charging their ins, they saw power on reset (por) error code. Patient's therapy stopped due to por. Troubleshooting was performed and por was successfully cleared with the help of a patient programmer. Patient's therapy resumed and was adequate after the por was cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.